Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire at the distal end near the yaw pulley. The insulation damage, and the conductor wire is exposed as a result. The instrument failed the electrical continuity test in one of the grips likely due to the damage conductor wire insulation. The complaint was confirmed by failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive surgical, inc. (Isi) product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was prior to the procedure.